Event description:
Alleged claim reported in (B)(6) (pending on translation). It is reported by the lawyer that a patient injury occurred after the device was implanted ((B)(6) 2007). Device was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.